Event description:
(B)(4). Incident occured in italy. Traduction: non-conformity found on md ref (B)(4) microgranules of bone substitute of synthetic origin (repertory n 14417, cnd p900401) lot 240781 exp 01/03/2029: when the package is opened, the vial is only minimally filled inside with such a quantity of microgranules that is not sufficient for the proper use of the device.the same issue was found on 5 vials belonging to the same lot (2 of which are available at the operating block pharmacy). The reinstatement of the bottles or the issuance of a credit note is requested.

Manufacturer narrative:
April 02, 2025. No other complaint concerning this batch number. Additional information requested on march 20, 2025: - what was the date of the incident? - have the products been used? - if not, what was used to complete the procedure? - is there an impact to patient? - event related increase in surgical time of more than 30 minutes? - do you have any photos of the product? Incident report received on march 27, 2025: no clinical consequences to the patient and no delay in surgery over than 30mn. Date of the incident: month and year information only (day not specified). Result of analysis: these products have a quantity error in the vials: less granules than specified in the packaging referential. This quantity error can generate a potential delay during surgery if the surgeon runs out of granules. 1 production of 30 devices is concerned. 1 customer complaint was registered. 10 products delivered in the USA to a distributor / devices not used. Incorrect quantity of granules resulting in insufficient implantable devices available. Possible consequence: prolonged operating time for the surgeon to procure replacement devices. No or insufficient bone void filling. Potential impact on the patient: poor consolidation if no device is implanted, or if insufficient devices are implanted. Delayed fusion / pseudarthrosis. This batch is being recalled to avoid any impact on the patient if the lack of granules causes a possible delay in surgery or insufficient filling of the bone void. May 13, 2025 - follow-up1: added translation of incident description into english (b5 section). June 16, 2025 - follow up2: final report_closure of field action. Sbm has conducted a field action from the lot 240781 and identified 10 products delivered to 1 distributor in USA. The 10 devices were destroyed by the distributor. Corrective action: mass control / creation of a packaging control sheet for granules (bio1 product family) with the weight of the 1st vial(s) according to the reference. Document reference: (B)(4). New risk added to our risk analysis document (B)(4) non-conforming quantity packaged resulting in insufficient quantity of implantable devices available. This fsca is considered closed per sbm process.

Event description:
(B)(4). Incident occured in italy. Traduction: non-conformity found on md ref (B)(4) microgranules of bone substitute of synthetic origin (repertory n 14417, cnd p900401) lot 240781 exp 01/03/2029: when the package is opened, the vial is only minimally filled inside with such a quantity of microgranules that is not sufficient for the proper use of the device.the same issue was found on 5 vials belonging to the same lot (2 of which are available at the operating block pharmacy). The reinstatement of the bottles or the issuance of a credit note is requested.

Manufacturer narrative:
April 02, 2025. No other complaint concerning this batch number. Additional information requested on march 20, 2025: - what was the date of the incident? - have the products been used? - if not, what was used to complete the procedure? - is there an impact to patient? - event related increase in surgical time of more than 30 minutes? - do you have any photos of the product? Incident report received on march 27, 2025: no clinical consequences to the patient and no delay in surgery over than 30mn. Date of the incident: month and year information only (day not specified). Result of analysis: these products have a quantity error in the vials: less granules than specified in the packaging referential. This quantity error can generate a potential delay during surgery if the surgeon runs out of granules. 1 production of 30 devices is concerned. 1 customer complaint was registered. 10 products delivered in the USA to a distributor / devices not used. Incorrect quantity of granules resulting in insufficient implantable devices available. Possible consequence: prolonged operating time for the surgeon to procure replacement devices. No or insufficient bone void filling. Potential impact on the patient: poor consolidation if no device is implanted, or if insufficient devices are implanted. Delayed fusion / pseudarthrosis. This batch is being recalled to avoid any impact on the patient if the lack of granules causes a possible delay in surgery or insufficient filling of the bone void. May 13, 2025 - follow-up1. Added translation of incident description into english (b5 section).

Event description:
(B)(4). Incident occured in italy. Traduction: non-conformity found on md ref (B)(4) microgranules of bone substitute of synthetic origin (repertory n 14417, cnd p900401) lot 240781 exp 01/03/2029: when the package is opened, the vial is only minimally filled inside with such a quantity of microgranules that is not sufficient for the proper use of the device. The same issue was found on 5 vials belonging to the same lot (2 of which are available at the operating block pharmacy). The reinstatement of the bottles or the issuance of a credit note is requested.

Manufacturer narrative:
April 02, 2025 no other complaint concerning this batch number. Additional information requested on march 20, 2025: - what was the date of the incident? - have the products been used? - if not, what was used to complete the procedure? - is there an impact to patient? - event related increase in surgical time of more than 30 minutes? - do you have any photos of the product? Incident report received on march 27, 2025: no clinical consequences to the patient and no delay in surgery over than 30mn. Date of the incident: month and year information only (day not specified). Result of analysis: these products have a quantity error in the vials: less granules than specified in the packaging referential. This quantity error can generate a potential delay during surgery if the surgeon runs out of granules. 1 production of 30 devices is concerned. 1 customer complaint was registered. 10 products delivered in the USA to a distributor / devices not used. Incorrect quantity of granules resulting in insufficient implantable devices available. Possible consequence: prolonged operating time for the surgeon to procure replacement devices. No or insufficient bone void filling. Potential impact on the patient: poor consolidation if no device is implanted, or if insufficient devices are implanted. Delayed fusion / pseudarthrosis. This batch is being recalled avoiding any impact on the patient if the lack of granules causes a possible delay in surgery or insufficient filling of the bone void.